Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and would not respond to a magnet. When further interrogation attempts were made an error code was displayed. The ICD was removed.